Event description:
Consumer stated he "thought they were perfect until I went to the dentist...they made my teeth move around. I loved these mouth guards. I thought they fit great. At one point I started noticing a dental issue, so I went to the dentist. Turns out my teeth were moving around due to this and I was catching food in a new gap. The dentist confirmed because the bite area only has contact in the small area you bite down on, you may make teeth in those areas move because the bite area is focusing on specific spots in your mouth. The dentist suggested I try a $(B)(6) mouth guard that sits on the front teeth only instead (because your body knows not to bite down at all times on those.) Turns out I am a machine, I made my front teeth move over a few months as well." No consumer contact information; unable to retrieve the product or gather more information.